Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The patient still has stimulation, but he says that about every two hours his ipg site begins to get "hot" and he has to turn stimulation to "off" for about 1 hour to cool his ipg area. After 1 hour, his ipg site returns to the normal temperature and he turns the stimulation "on" again. He is able to charge his ipg without any problems. The patient met with the representative who tried reprogramming but this had no effect on the heating. The doctor is going to order an x-ray of the ipg site and may also possibly order a CT of the pocket to see if there is fluid in the pocket.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.